Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1xmvc, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 26-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that high impedances were observed on the lead during intraoperative testing. The cause was unable to be determined. The device was replaced during the same day and the issue was resolved. The patient was currently hospitalized for observation after the procedure. No patient symptoms/complications were reported.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.